Event description:
It was reported that the distal tip of the guidewire detached during the procedure. The broken piece was removed using a snare without any clinical consequence to the patient.

Manufacturer narrative:
Device not returned to manufacturer.